Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple power loss alarms. Troubleshooting was reported to be conducted, and the device needs to be replaced. It was reported that the customer needs to change reservoir and set. The customers blood glucose level was reported to be 162mg/dl.